Event description:
It was reported that: 11 oct 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4). The customer returned one, opened radial artery catheterization set for evaluation. No definite signs of use were observed on the returned device. Visual inspection of the returned sample did not reveal any defects or anomalies on the returned guide wire or cannula. No evidence of kinking was observed. The returned guide wire length measured 4 5/8", which is within the specifications of 4 7/16 - 4 11/16" per the swg w/handle product drawing. The guide wire outer diameter measured 0.390mm which is within the specifications of 0.381-0.404 mm per the guide wire product drawing. The needle cannula inner diameter measured 0.017", which is within the specifications of 0.0165"-0.0180" per needle cannula product drawing. Functional inspection of the returned device was performed per the instructions for use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The guide wire was inserted through the returned needle. No resistance was encountered as the guide wire passed completely through the cannula. Therefore, the device functioned as expected. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The customer report of a kinked guide wire could not be confirmed through investigation of the returned sample. The returned device contained a guide wire with no visual evidence of kinking or damage. The guide wire also passed relevant dimensional and functional requirements during lab testing of the device. A device history record review revealed no relevant findings to suggest a manufacturing related cause. Based on the customer report and evaluation of the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use. There was no patient involved.